Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that the insulin pump had second occurrence of software error detected. The customer¿s blood glucose was 254 mg/dl at the time of incident and current blood glucose is 200 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer was able to passed the self-test and high pressure test. The insulin pump will not be returned for analysis.